Manufacturer narrative:
G4: 26sep2019; b4: 01oct2019. A power switch overlay assembly was returned for analysis. An investigation was performed and the power switch overlay was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a lighting defect was occurring with the green power on/off light emitting diode (led). There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019. The field service engineer (fse) confirmed the reported issue and replaced the power switch overlay. This resolved the issue.

Event description:
The customer reported a lighting defect was occurring with the green power on/off light emitting diode (led). There was no patient or user harm reported.